Event description:
It was reported that the customer passed away. The cause of death was not known at the time of the report. When the history files on the insulin pump were checked, it was found that the customer had changed her infusion set on the day of the event. The customer had also rewound the insulin pump three times. The reservoir volume on the insulin pump read 87.5 units, which would have been appropriate for the customer, but the reservoir was empty. The history files on the customer's glucometer did not record any high or low blood glucose readings prior to the event. On the day prior to her death, the customer went to her diabetes center to receive training on the insulin pump. The customer also discussed how to change her infusion set on the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.